Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. Lead returned with the helix extended. Lead is stretched to 61cm, damaged at implant attempt. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. No further helix testing possible. (B)(4).

Event description:
It was reported that during implant the lead dislodged after fixating in the patient. After removal of the lead, the helix would not turn. The lead was replaced and another lead was used. No patient complications have been reported as a result of this event.